Event description:
It was reported that an ilet insulin pump user experienced hypoglycemia, with a self-monitored blood glucose of 48 mg/dl and cgm readings showing low values around the event; the user noted recent short walks, routine meal announcements, a loose tubing connector, and use of fiasp u100, and the device was synced with the mobile app. Symptoms included low blood glucose. Outcomes included the need for troubleshooting and education with the user and coordination with the healthcare provider. Investigation included technical troubleshooting by customer care, review of device history and use conditions, confirmation of recent fill tubing and disconnection, and clinical review by clinical decision support with the patient and healthcare provider. Investigation of this case revealed no confirmed device malfunction and an unclear root cause. It was concluded that the event was consistent with hypoglycemia of unclear cause with contributing factors possibly including recent activity and connection integrity.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.